Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an occlusion (frequent/persistent) issue. It was reported that the user was receiving frequent/persistent occlusion alarms. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/16/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/21/2017 with the following findings: during investigation, there were no occlusion alarms observed in the black box or the alarm history. The rewind, load and prime steps were performed successfully with no alarms. The force sensor calibration confirmed the sensor was detecting the correct force at 5 lbs. The pump was exercised for 24 hours with no occlusion alarms occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).